Event description:
It was reported that the patient presented with their pulse generator in backup vvi operations. Multiple attempts at restoring device were unsuccessful. The patient presented on (B)(6) 2017. The device was restored from backup operations. The patient will continue to be monitored.